Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing an x-ray image of the catheter inside the patient. Visual analysis of the images revealed that the catheter appeared curved inside the patient. This was evident as the catheter tip had looped back and was touching the catheter body. A probable cause of this mispositioned catheter tip is likely a result of the slight kink/bend in the catheter body that occurred prior to patient use. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit cautions the user, "do not place peripherally inserted central catheter (PICC) into or allow it to remain in the right atrium or right ventricle. An x-ray exam or other method in compliance with hospital/institutional protocol must show the catheter tip located in the lower 1/3 of the superior vena cava (svc) close to the junction of the svc and the right atrium, ideally at the cavo-atrial junction and parallel to vessel wall. If the patient has anomalies of the vasculature of the thorax, the catheter tip location should be in accordance with hospital/institutional protocol". The report of an incorrectly placed catheter tip was confirmed through examination of the customer supplied photos. The photos show an x-ray image of the catheter tip folded back over the catheter body while inserted inside the patient. The device history records were reviewed with no evidence to suggest a manufacturing related cause. Based on the images and the customer report that the catheter was slightly kinked/bend before use on the patient, packaging (component placement) likely caused or contributed to this event. A CAPA request has been previously initiated for both these types of components. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: it was noticed when removing PICC from packaging, there is 'a bend approx. 1.5 -2 inches from the tip of catheter' and when the wire is inserted it still retains that bend. PICC inserted without incident, however on x-ray to check tip placement it was mal-positioned (coiled back onto self). Patient referred to radiology, the catheter was replaced and the PICC was not kept for examination.

Event description:
The customer reports: it was noticed when removing PICC from packaging, there is 'a bend approx. 1.5 -2 inches from the tip of catheter' and when the wire is inserted it still retains that bend. PICC inserted without incident, however on x-ray to check tip placement it was mal-positioned (coiled back onto self). Patient referred to radiology, the catheter was replaced and the PICC was not kept for examination.

Manufacturer narrative:
(B)(4). Corrected data: date of this report corrected to 27-oct-2019.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: it was noticed when removing PICC from packaging, there is 'a bend approx. 1.5 -2 inches from the tip of catheter' and when the wire is inserted it still retains that bend. PICC inserted without incident, however on x-ray to check tip placement it was mal-positioned (coiled back onto self). Patient referred to radiology, the catheter was replaced and the PICC was not kept for examination.